Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log files. Data from the submitted and downloaded controller event log file and was reviewed. On 12dec2025, a controller internal fault alarm activated due to a boost ov fault. This occurred at the same time as the electrostatic discharge (esd) event. The alarm remained active until the system controller was exchanged and reset on 13dec2025. After the system controller was reset the controller internal fault alarm self-resolved. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Atypical alarms were not reproduced. Provided information reported that the patient urgently went to the hospital due to a controller internal fault alarm. Additional information indicated that an esd event potentially caused the controller internal fault alarm to activate. The reported event appeared to be related to esd, however, the root cause was unable to be conclusively determined in this investigation. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. D) section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller and its power cables. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital due to a controller fault alarm. There were no other clinical urgent symptoms. Log files were submitted for evaluation to check for issues on the system controller. The event log file recorded a controller_internal_fault alarm flag associated with a (f24) boost_ov controller fault flag on (B)(6) 2025 at 17:37:13. A brief pump reset event occurred at the time of this event. It was recommended to replace the controller if the patient can tolerate it. The root cause for this event was unable to be determined based on the data recorded in the log file. It was thought that the controller fault may have been caused by the electrostatic discharge (esd) and the product would be returned for further investigation. The pump was running as expected with one short rpm drop due to esd. The alarm went away following the controller swap, but physicians were still worried and wanted further investigation.